Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had tripped both eri and eol on the same day. Patient presented for routine device check in preparation for a generator change when the short eri to eol margin was observed. Device was explanted and replaced. Patient was fine post-procedure.

Manufacturer narrative:
No conclusion code available; the reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The battery was seen to have reached eos on the same date as eri due to a sharp drop in battery voltage. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.